Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the clinic was suspecting electromagnetic interference (emi) may have caused the out of range shock impedance. Subsequent shock impedance measurements had been normal, and the health care professional (hcp) planned to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the clinic was suspecting electromagnetic interference (emi) may have caused the out of range shock impedance. Subsequent shock impedance measurements had been normal, and the health care professional (hcp) planned to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that defibrillation threshold (dft) testing was performed due to the elevated shock impedances. The dft testing was successful, and the shock vector was reprogrammed. No additional adverse patient effects were reported. The device system remains in service.